Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the users were experiencing difficulty closing the sheath as the sheath would not extend over the basket while an approximately 3 cm stone was inside the basket. The basket reportedly did not break off. The users reported that the basket wire was cut as a result and resorted to the sohendra emergency handle. The intended procedure was said to have been completed with a balloon with no open surgery required. The device referenced in this report was not returned to olympus for evaluation as it was disposed of by the user facility after the procedure. The exact cause of the user's experience could not be conclusively determine.

Event description:
Olympus was informed that during a therapeutic stone extraction procedure, the control shaft of the referenced device broke when the users were trying to extract the biliary stone. There was no patient harm reported.